Event description:
A report was received that the patient¿s scs was currently causing primarily rib pain. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient's rib pain was not pre-existing and the physician believed it was not device related. No further course of action at this time.

Event description:
A report was received that the patient¿s scs was currently causing primarily rib pain. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient¿s scs was currently causing primarily rib pain. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.